Event description:
It was reported on (B)(6) 2016 from the patient that she has increased seizures. This started occurring a few months ago. Clinic notes for patient referral were received on (B)(6) 2016. The notes were dated (B)(6) 2016. In the notes the patient states that she is concerned that her vns battery is beginning to run low which is why she is having more seizure events. The notes do state that the physician checked the battery that day and it has life but the battery status indicator was not mentioned. The exact battery status of the generator is unknown. The relationship of the increase in seizures to baseline is also unknown. It was stated there are likely external factors that may have contributed to the seizures.

Event description:
The patient underwent replacement surgery on (B)(6) 2016. The explanted generator was discarded after surgery and will therefore not be returned for analysis.